Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and can connection status) was confirmed. The trunk cable had a short. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and can connection status messages.